Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 5 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. 4 events were previously reported during the reporting quarter; however: 1 previously reported event was included under MFR report # 0001811755-2019-03382 but should be included under this report. 5 total events were reported for this catalog number/device code combination for the reporting quarter. 5 previously reported events are included in this follow-up record. Product return status: 5 devices were received. Event confirmation status: 4 reported events were confirmed. 1 reported event was not confirmed. Evaluation results: 5 devices were found to be affected by a corroded trigger assembly.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 4 devices were received. Event confirmation status: 3 reported events were confirmed. 1 reported event was not confirmed. Evaluation results: 4 devices were found to be affected by corrosion. Additional information: 4 devices were not labeled for single-use. 4 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 4 events had no patient involvement; no patient impact.